Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the device was possibly overdischarged due to patient compliance. The patient wanted to establish care at an hcp office before meeting with a rep to check the device. The patient was going to let the rep know when they had an appointment scheduled. Additional information received from a manufacturer representative (rep). It was reported that the patient was not charging since around june. The patient discussed battery replacement with his hcp. The patient did not want to charge a battery and requested a non-rechargeable device. The hcp was on board and they will move forward to get the patient scheduled. A surgery date has not been scheduled at this time. No further complications were reported.